Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 32 mg/dl. Customer had lost consciousness and was treated by emergency medical technicians (customer does not recall treatment). Once conscious customer consumed carbohydrates to help address low bg. Reportedly, the customer alleged the pump software did not suspend insulin delivered resulting in the low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown. Reportedly, customer continued to use the pump for insulin therapy.